Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain") and genital haemorrhage ("excessive abnormal bleeding") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant) and back pain ("back pain"). The patient was treated with surgery (she underwent an total abdominal hysterectomy, bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, genital haemorrhage and back pain outcome was unknown. The reporter considered back pain, genital haemorrhage and pelvic pain to be related to essure. The reporter commented: it was reported that she underwent an exploratory laparotomy, total abdominal hysterectomy, bilateral salpingectomy, and lysis of adhesions. Company causality comment: incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain/pain"), genital haemorrhage ("excessive abnormal bleeding") and pelvic adhesions ("lysis of adhesion / pelvic adhesive disease") in a 38-year-old female patient who had essure (batch no: a36513) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test". The patient's medical history included fibroids and cesarean section in 2009. On (B)(6) 2015:total abdominal hysterectomy with lysis of adhesions. Impression: symptomatic leiomyomatous uteri. Concurrent conditions included obesity, blood transfusion, bladder incontinence, weakness since on (B)(6) 2015, dizziness since on (B)(6) 2015 and tiredness since on (B)(6) 2015. Concomitant products included lidocaine from 2015 to 2016 and oxycodone hydrochloride; paracetamol (percocet) for abdominal pain and back pain, iron for fatigue, ibuprofen (motrin) for menstrual cramps, ibuprofen (advil) since 2015 for migraine and headache as well as oxycodone hydrochloride;paracetamol (percocet) from 2015 to 2016. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2013, the patient experienced migraine ("migraines") and headache ("headaches"). On (B)(6) 2013, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). In april 2013, the patient experienced back pain ("back pain /lower back pain/ pain low back pain (progressively worsened after essure implant)"), fatigue ("fatigue") and abdominal pain ("abdominal pain"). In may 2013, the patient experienced vaginal discharge ("vaginal discharge"). In june 2013, the patient experienced alopecia ("hair loss"). In july 2013, the patient was found to have weight increased ("weight gain / loss specify which one: weight gain"). In august 2013, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse),"). On (B)(6) 2015, the patient experienced pelvic adhesions (seriousness criterion medically significant) and was found to have uterine leiomyoma ("pelvic leiomyomatous uteri"). In january 2016, the patient experienced urinary tract disorder ("bladder or urinary problems or changes"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), acne ("hormonal changes describe: acne"), bladder disorder ("bladder or urinary problems or changes") and conjunctivitis ("vision/eye problems type: conjunctivitis"). The patient was treated with ibuprofen and surgery (she underwent total abdominal hysterectomy, bilateral salpingectomy and lysis of adhesions). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, genital haemorrhage, pelvic adhesions, back pain, acne, bladder disorder, urinary tract disorder, migraine, headache, vaginal discharge, conjunctivitis and uterine leiomyoma outcome was unknown, the vaginal haemorrhage, menorrhagia, dysmenorrhoea, dyspareunia, fatigue and alopecia had resolved and the weight increased and abdominal pain was resolving. The reporter considered abdominal pain, acne, alopecia, back pain, bladder disorder, conjunctivitis, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, menorrhagia, migraine, pelvic adhesions, pelvic pain, urinary tract disorder, uterine leiomyoma, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: it was reported that she underwent an exploratory laparotomy, total abdominal hysterectomy, bilateral salpingectomy, and lysis of adhesions. On (B)(6) 2015:exploratory laparotomy. Total abdominal hysterectomy bilateral salpingectomy and lysis of adhesions. Finding:the patient's previous myomectomy. Both ovaries and fallopian tubes were densely adhered to their respective sides of the uterus. There were also multiple adhesions between the bladder flap. Patient's current weight was 60 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 37.6 kg/sqm. Concerning the injuries reported in this case the following one/ones were described in patients medical record confirming :abdominal pain, symptomatic leiomyomata¿s uteri, low back pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 27-feb-2019: pfs and mr were received: event outcome of abdominal pain and weight gain were updated. Reporters were added. Plaintiffs middle name was added. Concomitant drug with indication were added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain/pain"), genital haemorrhage ("excessive abnormal bleeding") and pelvic adhesions ("lysis of adhesion / pelvic adhesive disease") in a 38-year-old female patient who had essure (batch no. A36513) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test". The patient's past medical history included fibroids. Concurrent conditions included obesity, blood transfusion, bladder incontinence, weakness since (B)(6) 2015, dizziness since (B)(6) 2015 and tiredness since (B)(6) 2015. Concomitant products included bactrim (mortin) for menstrual cramps as well as ibuprofen (advil [ibuprofen]) since 2015, iron, lidocaine from 2015 to 2016 and oxycocet (percocet) from 2015 to 2016. On (B)(6) 2013, the patient had essure inserted. On the same day, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2013, the patient experienced migraine ("migraines") and headache ("headaches"). On (B)(6) 2013, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). In (B)(6) 2013, the patient experienced back pain ("back pain /lower back pain"), fatigue ("fatigue") and abdominal pain ("abdominal pain"). In (B)(6) 2013, the patient experienced vaginal discharge ("vaginal discharge"). In (B)(6) 2013, the patient experienced alopecia ("hair loss"). In (B)(6) 2013, the patient experienced weight increased ("weight gain / loss specify which one: weight gain"). On (B)(6) 2015, the patient experienced pelvic adhesions (seriousness criterion medically significant) and uterine leiomyoma ("pelvic leiomyomatous uteri"). In (B)(6) 2016, the patient experienced urinary tract disorder ("bladder or urinary problems or changes"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), acne ("hormonal changes describe: acne"), bladder disorder ("bladder or urinary problems or changes"), dyspareunia ("dyspareunia (painful sexual intercourse),") and conjunctivitis ("vision/eye problems type: conjunctivitis"). The patient was treated with surgery (she underwent an total abdominal hysterectomy, bilateral salpingectomy,iysis of adhesion) and surgery (lysis of adhesions). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, genital haemorrhage, pelvic adhesions, back pain, acne, urinary tract disorder, migraine, headache, vaginal discharge, conjunctivitis, weight increased, uterine leiomyoma and abdominal pain outcome was unknown and the vaginal haemorrhage, menorrhagia, dysmenorrhoea, dyspareunia, fatigue and alopecia had resolved. The reporter considered abdominal pain, acne, alopecia, back pain, bladder disorder, conjunctivitis, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, menorrhagia, migraine, pelvic adhesions, pelvic pain, urinary tract disorder, uterine leiomyoma, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: it was reported that she underwent an exploratory laparotomy, total abdominal hysterectomy, bilateral salpingectomy, and lysis of adhesions. (B)(6) 2015:exploratory laparotomy.total abdominal hysterectomy bilateral salpingectomy and lysis of adhesions finding:the patient's previous myomectomy. Both ovaries and fallopian tubes were densely adhered to their respective sides of the uterus. There were also multiple adhesions between the bladder flap. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 37.6 kg/sqm. Patient's current weight was 60 lbs. (B)(6) 2015:total abdominal hysterectomy with lysis of adhesions. Impression:symptomatic leiomyomatous uteri. Concerning the injuries reported in this case the following one/ones were described in patients medical record confirming :abdominal pain, symptomatic leiomyomata¿s uteri, low back pain quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 27-jul-2018: quality-safety evaluation of ptc. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain/pain") and genital haemorrhage ("excessive abnormal bleeding") in a 38-year-old female patient who had essure (batch no. A36513) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test". The patient's past medical history included fibroids. Concurrent conditions included obesity, blood transfusion, bladder incontinence, weakness since (B)(6) 2015, dizziness since (B)(6) 2015 and tiredness since (B)(6) 2015. Concomitant products included bactrim (mortin) for dysmenorrhea as well as ibuprofen since 2015, iron, lidocaine from 2015 to 2016 and oxycocet (percocet) from 2015 to 2016. On (B)(6) 2013, the patient had essure inserted. On the same day, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2013, the patient experienced migraine ("migraines") and headache ("headaches"). On (B)(6) 2013, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). In (B)(6) 2013, the patient experienced back pain ("back pain /lower back pain"), fatigue ("fatigue") and abdominal pain ("abdominal pain"). In (B)(6) 2013, the patient experienced vaginal discharge ("vaginal discharge"). In (B)(6) 2013, the patient experienced alopecia ("hair loss"). In (B)(6) 2013, the patient experienced weight increased ("weight gain / loss specify which one: weight gain"). On (B)(6) 2015, the patient experienced pelvic adhesions ("lysis of adhesion / pelvic adhesive disease") and uterine leiomyoma ("pelvic leiomyomatous uteri"). In (B)(6) 2016, the patient experienced urinary tract disorder ("bladder or urinary problems or changes"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), acne ("hormonal changes describe: acne"), bladder disorder ("bladder or urinary problems or changes"), dyspareunia ("dyspareunia (painful sexual intercourse),") and conjunctivitis ("vision/eye problems type: conjunctivitis"). The patient was treated with surgery (she underwent an total abdominal hysterectomy, bilateral salpingectomy,iysis of adhesion ). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, genital haemorrhage, back pain, acne, urinary tract disorder, migraine, headache, pelvic adhesions, vaginal discharge, conjunctivitis, weight increased, uterine leiomyoma and abdominal pain outcome was unknown and the vaginal haemorrhage, menorrhagia, dysmenorrhoea, dyspareunia, fatigue and alopecia had resolved. The reporter considered abdominal pain, acne, alopecia, back pain, bladder disorder, conjunctivitis, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, menorrhagia, migraine, pelvic adhesions, pelvic pain, urinary tract disorder, uterine leiomyoma, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: it was reported that she underwent an exploratory laparotomy, total abdominal hysterectomy, bilateral salpingectomy, and lysis of adhesions. (B)(6) 2015:exploratory laparotomy. Total abdominal hysterectomy bilateral salpingectomy and lysis of adhesions. Finding:the patient's previous myomectomy. Both ovaries and fallopian tubes were densely adhered to their respective sides of the uterus. There were also multiple adhesions between the bladder flap. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 37.6 kg/sqm. Patient's approximate weight at the time of essure placement 130 lbs. * (B)(6) 2015:total abdominal hysterectomy with lysis of adhesions. Impression:symptomatic leiomyomatous uteri. Concerning the injuries reported in this case the following one/ones were described in patients medical record confirming :abdominal pain, symptomatic leiomyomata¿s uteri, low back pain. Most recent follow-up information incorporated above includes: on 11-jun-2018: pfs received. Reporter information updated. Concomitant condition, concomitant drug, concomitant drug, laboratory data, were added. Added event acne, abnormal bleeding (vaginal), abnormal bleeding (menorrhagia), bladder or urinary problems or changes, migraines, headache, dysmenorrhea (cramping), lysis of adhesion, dyspareunia (painful sexual intercourse), vaginal discharge, vision/eye problems type: conjunctivitis, fatigue, weight gain / loss specify which one: weight gain, hair loss, pelvic leiomyomata¿s uteri, pelvic adhesive disease, abdominal pain, lower back pain, she did not undergo essure confirmation. Updated outcome, onset dates. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.